Event description:
It was reported that the right atrial (ra) lead was suspected to be fractured. It was also noted that the right ventricular (rv) lead had t-wave oversensing. Both the ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: d154atg, implanted: (B)(6) 2006; product ID: 693158, implanted: (B)(6) 2006. (B)(4). The lead was not returned to the manufacturer and will not be evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.